Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex esophageal stent was to be used during an esophageal stenting procedure performed on (B)(6) 2016. The stent was implanted to treat a 7cm stricture in the middle third esophagus due to esophageal cancer. Reportedly, the patient's anatomy was not tortuous and an esophageal dilation with bougie was performed prior to stent placement. According the complainant, during the procedure, the deployment suture broke at the beginning of deployment. The stent was removed from the patient and the procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.